Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an insulation breech and fracture on the superior vena cava (svc) coil at trifurcation. The lead was programmed off. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the interior superior vena cava defibrillation cable was fractured at 42 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, but analysis could not be performed due to legal restrictions. The overlay tubing of the lead was extrinsically breached due to melting. The overlay tubing of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the asset notes appeared product under possible litigation. Process per department work instructions. Visual inspection was performed only without destructive analysis. If information is provided in the future, a supplemental report will be issued.